Event description:
It was reported that during the procedure, introducing the central catheter in the patient, there were difficulties with the guidewire. There was no flexibility to introduce the guidewire. The catheter was replaced and there was no patient complications.

Manufacturer narrative:
Customer report was confirmed for guidewire damaged. The guidewire was returned with inside the distal lumen of the multi med catheter. The guidewire was removed from the distal lumen easily. The wire was found to be kinked, bent, stretched and has the inner wire broken at the weld, on the straight tip end.